Manufacturer narrative:
Reported event: an event regarding application showed cup getting prouder when impacting involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 045 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding application showed cup getting prouder when impacting. There was 1 other reported events (B)(4). Conclusion: the session data for this case was reviewed. An analysis of the captured values during impaction was completed. Impaction depth varied from -2.5mm to 1mm and had angle variation from as much as 2.2deg, excluding the outlier. Based on the collected data, it is possible that the orientation of the impaction shaft when capturing could have caused slight changes in the calculated impaction depth. The last captured depth was at 0.29mm. The data at this time shows the mako operated as expected. No system defect or malfunction is suspected.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) . During cup impaction the values showed prouder as surgeon impacted the cup. The outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) . During cup impaction the values showed prouder as surgeon impacted the cup. The outcome of the case was successful.